Manufacturer narrative:
B3. Date is estimated; year is valid. D10: section d information references the main component of the system and other applicable components are the leads. Product ID 39565-65, serial# (B)(6). Implanted:(B)(6) 2015. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(6), ubd: (B)(6) 2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2023: information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was patient stated they have been having issues with stimulation. Patient stated they met with their healthcare provider (hcp) and he stated that one of the lead wires is out of place and that is why their stimulation is not doing what it should, pt stated they are getting 1/2 to 2/3 therapy benefit that they were. Pt stated their hcp redirected them to two other hcp's that could replace the lead wire but patient has not contacted them yet. The patient was redirected to their healthcare provider to further address the issue. (B)(6) 2023: additional information was received from a manufacturer representative (rep). The rep reported that they were able to connect with this patent. Patient has not been with a provider in several years and have received an eri message on their programmer. The rep will meet with patient and see if this will be a battery swap or a full system replacement after they meet with the healthcare provider (hcp).

Event description:
Additional information was received. It was reported that battery was at elective replacement indicator (eri). 0-7 lead noted to have one electrode outside "97714" ins. Appears 0-7 lead not fully seated in "97714". High impedance, 0-7 >10000. 97715 (replacement ins) lead connected. Connection check shows all green. Impedance check shows all within normal limits. The issue was resolved. The ins was discarded.

Manufacturer narrative:
Continuation of d10: product ID 39565-65, serial# (B)(6), implanted: (B)(6) 2015, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.